Event description:
The manufacturer's representative reported that the pt "wasn't getting good pain relief". At recent refill, expected reservoir volume was 3.9 ml; actual reserovir volume was 7.0 ml. No information regarding subsequent refills was provided. A dye study was performed, but was "inconclusive". The hcp replaced the pump with another similar device. "The patient is doing fine since the pump was changed out."